Manufacturer narrative:
The device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. If any additional relevant information is identified it will be submitted in a supplemental report.

Event description:
Complainant alleges "the 4mm kerrisons (58-4230j-bd) have been the biggest issue over the past few months. Lubricant is now at every station in spd, but we are still facing the same issues with the screws backing out or coming out completely.".

Manufacturer narrative:
The device is in process of being returned for evaluation, and the investigation is ongoing. Once additional relevant information is identified, it will be submitted in a supplemental report.